Event description:
During implant, the lead dislodged several times while implanting the left ventricular lead. After the lead was implanted, x-rays were taken and a lead dislodgement was again observed. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.